Manufacturer narrative:
During testing, it was noted that the device door roller was broken. The customer contact's report of occlusion alarm was noted in the device history, but not duplicated during testing. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that stated, "occlusion alarm". This is not a reportable malfunction. However, during verification testing at the service center, it was noted that the device door roller was broken.